Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapsed and mixed urinary incontinence. Following insertion the patient experienced pain, recurrence and dyspareunia

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat intrinsic urethral sphincteric deficiency, cystocele, urethral hypermobility and urinary frequency and urgency. It was reported that the patient underwent the concurrent procedures of an anterior colporrhaphy and cystoscopy.

Manufacturer narrative:
Date sent to FDA: 05/11/2016. Additional information: age at time of event, date of birth.